Event description:
It was reported that the pump was not vibrating for alerts as expected. Customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.